Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set fell off event due to user application error, as the insertion site was not free of hair on (B)(6) 2026. The set had been in use for two days.the patient was hospitalized and admitted to the ICU due to high blood glucose levels of 600 mg/dl.the patient received treatment with insulin and intravenous fluids.the patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.